Event description:
Patient presented to the physician with redness and irritation at the neck incision. Physician examined the area and observed pus oozing from the neck incision site. Cultures were taken and results returned positive for infection. Physician prescribed antibiotics.